Event description:
It was reported, to medtronic minimed. That the customer, experienced flashing white display. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer confirmed, that screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1884 was requested. And the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank flashing white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display and missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection pillowing keypad overlay. Blank flashing white display confirmed and missing segments due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.